Event description:
The manufacturer was contacted in regards to a patient stating she felt heat from the unit and it made a red burn mark on her chest. The unit performed/recorded the hsat test as normal. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.